Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported about 8 months after implant date, the unit failed. Patient stated a representative did a test, monitored it and found a problem and turned the unit off and it has been off permanently since then. Patient stated they have, since then, lost touch with the rep and would like to be put in touch with a local rep to discuss options to have the implant removed and possibly replaced with a different device. Agent reviewed role of rep and the patient was redirected to their healthcare provider to further address.